Event description:
New vials and caps fit very tight. Nurses have complained of "sore thumbs" form opening tight caps. Two nurses have pain into heel of hand, wrist and lower forearm and have worn splinting devices to support the wrist and decrease pain. The new vials and caps are felt to be a potential ergonomic problem for those worker who must repeatedly open medication bottles.